Event description:
While drawing a blood gas using the blood gas syringe, the syringe came out of the port and blood was splashed onto the user. These syringes do not lock into place with the blue ports as our other syringes.